Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The catheter was prepared properly and pre-insertion irrigation was confirmed to be working fine. During insertion, it was observed that the flow was not the usual and there was no flow when deployed to flower. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.